Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the maintenance phase (normothermia) of the ivtm therapy, the nurse heard an "air trap warning" alarm generated by thermogard xp ivtm system. The nurse performed troubleshooting measures to see why the "air trap warning" alarm was beeping. The nurse noticed that the saline bag was spiked all the way. The nurse checked the thermogard system's airtrap and observed fluid in the air trap. The hospital staff cleaned the fluid in the air trap and restarted the thermogard system. When the site restarted the ivtm therapy, fluid was "shooting" out from the top cover of the start-up kit's(suk) air trap. The hospital staff stopped the ivtm therapy, obtained a new suk, and tried to restart the therapy. However, was unable to clear the "air trap warning" alarm. The hospital staff obtained another thermogard system to continue and complete the ivtm therapy. The dwell time of the suk was 3 to 4 days. No harm was done to the patient.